Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture of the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: a broken shell, underweight, non-penetrating nick, crease fold, wear abrasion, and brown particles. A microscopic analysis was performed which identified a sharp edge with non-penetrating nicks assessed as a surgical impact opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact.

Event description:
Physician reported left side rupture of the device. The device has been explanted.